Event description:
Side rails broke away. Pt suffered a 4-part comminuted fracture at the hip. Implanted with captured hip screw system with a 6-hole plate. Began partial weight-bearing on 2nd day post-op. Pt never got to full weight-bearing, used a walker. The fracture did not heal and the device broke. Physician speculates a non-union of the fracture. Device was removed using standard removal techniques and replaced with a richards 5-hole compression screw and plate. Pt doing well, but it is early.